Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of upstream occlusion was not reproduced. A review of the event history log (ehl) revealed 'uso' messages. Evaluation had the flowline run an upstream occlusion test and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported symptom was not verified. Should additional relevant information become available, a supplemental report will be submitted.